Event description:
Pt underwent robotic tecab (totally endoscopic coronary arteries bypass) with 2 internal mammary arteries, using the da vinic s robot and coalescent "u" clips to facilitate distal anastomoses, on a beating heart. On coronary angiography 5 days later, there was 80% stenosis of one distal anastomosis, and 40% stenosis of another.